Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in all storage spaces and was unable to recover the functionality. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the storage spaces failed due to the software issues. A field service engineer offered remote support, configured the medstation cabinet and its auxiliary components, and verified that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.